Event description:
It was reported that the rotational speed was unstable. A console kit assy rotablator rotational atherectomy system was selected to treat the target lesion. During procedure, the control knob of the turbine pressure was adjusted to control the rotational speed. However, it was noted that the rotational speed was unstable. No patient complications were reported and the patients¿ status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).